Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a red warning box stating that the voltage is too low for the projected remaining capacity, with no actual code showed. Technical services (ts) confirmed no code was showed as the sales representative send a picture of the programmer's screen, and recommended to replace the device and return it for analysis to determine root cause of the issue. The patient was not symptomatic at this point. Ts then discussed that the red warning box was indicative that this device switched into safety mode, a device status that permanently limits available therapy to specific settings, and indicated that the replacement should be performed as soon as possible. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The device was put through and passed the returned products tests, this involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. No evidence of device defect, malfunction or damage outside the bounds of normal medical use, was found.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a red warning box stating that the voltage is too low for the projected remaining capacity, with no actual code showed. Technical services (ts) confirmed no code was showed as the sales representative send a picture of the programmer's screen, and recommended to replace the device and return it for analysis to determine root cause of the issue. The patient was not symptomatic at this point. Ts then discussed that the red warning box was indicative that this device switched into safety mode, a device status that permanently limits available therapy to specific settings, and indicated that the replacement should be performed as soon as possible. Eventually, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.